Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review. Patient candidacy assessment was limited due to lack of information. Product use was incongruent with the IFU and might have contributed to this event due to: the aortic extension was two sizes bigger in diameter than the main body stent. Calcifications at the aortic neck, high flow arterial sac communication (left mid aorta), and patent lumbar arteries are cautionary conditions that might have contributed to this event. It appeared as if there is more evidence for an endoleak type ii from the left mid and the right lower aorta; the leaks were not immediate post injection. An endoleak type ia was not clearly demonstrated on this imaging studies. There might have been more evidence of an endoleak type iiia rather than an endoleak type ia, since the leak appeared to occur at the top of the bifurcated stent margin. An endoleak type ia was not clearly demonstrated on the imaging studies. A manufacturing record review was performed; the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for the reported event is determined to be related to patient's anatomy and incongruent sizing of devices per IFU guidance.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
Reportedly after implanting a bifurcated device and suprarenal aortic extension and endoleak type1 was displayed maybe a 3. An angio was done after implant and the endoleak still remains. Anatomy was favorable and there was a 5cm overlap. Physician has plans to do a follow up.